Manufacturer narrative:
A year post stent placement the clinical events committee ruled that the above revascularization involved only the target lesion segment of the target vessel and was clinically driven based on the in-lesion restenosis. Repeat angiography was performed in 2003 for recurrent angina without a stress test revealing 75% in-lesion restenosis with the notation of "isr distal to study stent in the non-study stent." The patient underwent successful balloon angioplasty in the mid rca. The patient was discharged three days later. The product remains implanted in the patient and is not available for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received from the study database indicted the patient underwent the placement of bx velocity sds stent in the proximal right coronary artery (rca). Presently, there is no information available regarding the lesion characteristics at the time of the implant. There was 13% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on asa and clopidogrel. Following the study protocol a re-study was performed eight months post stent implant in the presence of recurrent angina and in the presence of a negative stress test revealing 78% in-lesion restenosis with a notation of "edge stenosis". Additional repeat angiography in 2002 revealed a 72% in-lesion restenosis with the notation of "edge stenosis with tlr." The patient underwent successful balloon angioplasty, brachytherapy and placement of a zeta stent in the mid rca. The patient was discharged the following day.